Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances with values greater than 3000 ohms and high out of range shock impedances with values greater than 200 ohms. Technical services (ts) was consulted and upon review of the available information, oversensed noise was observed. Rv lead fracture was suspected; however, this was not confirmed. Further evaluation was recommended. Furthermore, it was later reported that therapy on the associated device had been disabled, and the patient was wearing a life vest. This rv lead remains in service. No adverse patient effects were reported.